Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you provide the product code and lot number? They are unobtainable.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide the product code and lot number?

Event description:
It was reported that a patient underwent craniofacial and nasal trauma procedure on (B)(6) 2019 and suture was used. The needle broke during the procedure. Changed another one to complete the surgery. No additional information could be provided. There was no adverse patient consequence reported.